Event description:
It was reported that the patient died. After normal completion of a pulse field ablation (pfa) procedure using a farawave catheter the patient recovered and was discharged. The next day the patient died at home. The cause of death is unknown along with the details of patient symptoms leading up to death. It is also unknown if any medical intervention was performed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient died. After normal completion of a pulse field ablation (pfa) procedure using a farawave catheter the patient recovered and was discharged. The next day the patient died at home. The cause of death is unknown along with the details of patient symptoms leading up to death. It is also unknown if any medical intervention was performed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h6 patient codes.